Manufacturer narrative:
The device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2017, to treat an aortic dissection. The afx2 bifurcated stent graft and an ovation ix extender were implanted. It was suggested to place an iliac extension to cover dissection into the right common iliac; however, dr. (B)(6) (dual implanting physician) did not want to cover that iliac in the index procedure and planned to bring the patient back if the dissection was still filling. A secondary procedure was performed on (B)(6) 2017, as the dissection flap did not resolve by itself. A afx vela suprarenal and two additional ovation ix extenders were implanted to treat the dissection. There were no reported device issues. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
Based on the lack of information received, clinical evaluation was unable to confirm the reported aortic dissection and successful secondary endovascular procedure. There was no device related failure as this was a planned step endovascular procedure which was identified during the initial implant. Procedure related harms and final patient disposition could not be ascertained due to the lack of medical records surrounding the initial implant procedure and the secondary endovascular procedure. To date there has been no reports of negative patient sequalae.